Manufacturer narrative:
Literature citation: zitelny, edan, brunetti, ryan, singleton, matthew, beaty, elijah, richardson, karl. Vital role of transesophageal echocardiographic surveillance of a left atrial appendage perforation complicating attempted percutaneous appendage occlusion. Case: cardiovascular imaging case reports. Feb 1, 2021; 5(1): 7-11. Date of event: estimated as (B)(6) 2020 as the date of the event was not provided, however, the initial publication was 29oct2020.

Event description:
It was reported via literature that a pericardial effusion, cardiac perforation, hypertension, and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was attempted to be implanted. After three failed attempts to meet release criteria with two partial recaptures and two device exchanges of a 27mm and 24mm closure device, the procedure was aborted. Following the third implantation attempt, a mild to moderate pericardial effusion was seen on transesophageal echocardiography (tee). The patient experienced hypotension and their systolic blood pressure decreased by approximately 30mmhg. Doppler imaging revealed active laa pericardial flow, suggesting laa perforation with hemopericardium. Pericardiocentesis was then performed, and 300ml of fluid was drained. Following the intervention, there was a trivial to small, stable pericardial effusion. Laa to pericardial flow ceased, and a thrombus was visualized in the pericardial space at the site of the perforation. The patient was admitted to cardiovascular intensive care overnight for monitoring. Transthoracic echocardiography (tte) was performed to monitor for recurrence of the hemopericardium showed stability of the pericardial effusion. The pericardial drain was removed two days post procedure, and the patient was discharged the following day.